Event description:
It was reported that the ¿unit heats up¿. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when received in service and repair, they could not perform the 1 minute pre-repair temperature check because the motor did not function. The motor was corroded. Replaced motor/cable assembly, bearings, nose cone, spacer and wave washers. Unit was cleaned and tested to manufacturing specifications.